Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and returned on (B)(4). The instrument was found to have a loose grip cable. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of instrument grip cables loose distal to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The customer provided images of the instrument with no obvious damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was working normally at the beginning until reaching the last step of the procedure which surgeon felt the abnormalities controlling the jaw of instrument. He completed the procedure but when it sent to the cssd unit, they couldn¿t open the jaw to clean. The procedure was completed with no reported injury.